Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level. As the contact appeared not to be worried about blood glucose impact, the contact declined to provide further information.